Event description:
This customer reported that during testing of the pacing functionality on a defib analyzer, the ppm range when set at 180 bpm was fluctuating. There was no patient involvement.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.